Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead has experienced two volt pacing threshold long term. The physician elected to add a pace/sense lead to allow better longevity. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.